Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 09-09-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case is associated to case (B)(4) by reporter. This case involved a female pt who received poly-l-lactic acid (sculptra) therapy on an unspecified date. No additional treatment details were reported. At the time of injection, the pt was pregnant. No pregnancy details were mentioned. Relevant medical history and concomitant medication info were also not mentioned. On an unk date, 2 years after poly-l-lactic acid injection, the pt developed nodules. No further info was reported. It is unk if any corrective therapy was required. Event outcome is unk. Action taken: not applicable. A ptc (pharmaceutical technical complaint) was initiated: (B)(4) causal relationship as per reporter: probable.